Event description:
On (B)(6) 2011 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen revealed that there was an apparent extension of the distal aspect of the legs beyond the inferior vena cava (ivc) lumen. It was tilted 3.7 degree laterally. There were mild atheromatous calcifications of aorta and branch vessels noted.